Event description:
No capture, low ventricular impedance (200 ohms), undersensing/loss of sensing, unable to pace, and r-wave less than 1.0mv was detected at the patient's normal, scheduled follow-up. The lead was replaced. No patient complications were reported as a result of this event.